Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for spinal pain reported they fell in (B)(6) of 2015 and landed on their back. The consumer saw their healthcare provider (hcp) who told them they "tore a loop," but never stitched it back up. Since the fall the implantable neurostimulator (ins) stuck out more than it used to, and they could feel the cord where it came out the top because it bulged underneath their skin, and the ins site was sore which was awful. It was further reported the device was implanted for pain relief for the right lower quadrant and pelvic floor, which is why it was set up to shoot down the ankle. When the ins was initially implanted the consumer had stimulation in the low back, but after the fall, they didn't and they experienced a return of symptoms, worsening pain in the back, and being unable to sleep due to the pain, even though they were taking pain medications. It was further reported when the consumer laid down 3.3 was too strong, and they felt stimulation in the bottom of their feet, but if they laid on it they felt pulsating all the way down to the bottoms of their feet which hurt worse. The consumer called their healthcare provider (hcp) because their pain was getting worse who wanted them to try using the patient programmer (pp) to adjust stimulation first. Troubleshooting was performed and the pp was used to confirmed stimulation was on group a on program 1 at 3.3. The pp was then used to see if the consumer had any other groups to use, but they didn't stimulation was then increased on group a which allowed the consumer to feel it down their ankle, but not in their back where they needed it.

Event description:
Additional information received from the consumer reported they steps taken to resolve their symptoms were meeting with the manufacturer's representative (rep) who adjusted their settings, as well as meeting with a nurse practitioner and physician a few days later who referred them to another hospital. The consumer was currently feeling stimulation in their lower back, but it was positional and not able to be felt in some positions, but felt strong in others, but the doctor wasn't concerned. The implantable neurostimulator (ins) and cord were still bulging out and the consumer was still feeling painful stimulation in their feet, but the doctor wasn't concerned. The issue of soreness at the ins site as well as excruciating pain that interfered with the consumer's sleep was not resolved, so they were being referred to a different pain management doctor.

Event description:
Additional information was received from the patient indicating they have been recommended to remove the device. The patient is waiting for surgical removal of their stimulator.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.